Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq2452 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (reeq2452) have been reported from the same facility.

Event description:
It was reported that when the breakaway sheath was broke open, the catheter was pulled out of the patient. Unsure if there was a slip on both items. Upon inspection the breakaway part of the sheath was slit on one item. It was stated there was a delay in treatment and the patient had to be restuck.